Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The elevated bg was addressed by a correction injection via manual insulin therapy and a correction bolus via the pump. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin administration. No third-party assistance was required. Ultimately, the customer reverted to an alternate method of insulin therapy.